Manufacturer narrative:
Investigation summary: our manufacturing facility received the sample and photo provided for our investigation. After evaluating the product we were able to verify the presence of foreign matter. The particle was identified as a plastic pin piece from the rack used in the assembly machine. We routinely check these racks prior to use and replace any that present with damage. Any type of high volume manufacturing may generate some particulate matter, however, bd performs thorough inspections in order to reduce any type of foreign matter in our products. We have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. A batch history review showed no non-conformances associated with this issue during the production of this batch. Investigation conclusion in order to move the pieces through the assembling process, the needles are located in some plastic racks made of green polycarbonate. Based on the reported issue, our opinion is that one of these ""rack pins"" may break as a consequence of any blockage in the manufacturing process remaining attached to the needle. Based on all the preventive measures and our stringent sampling procedures, we are certain that this has been an isolated issue and any recurrence is really unlikely. Root cause description plastic piece from the plastic rack, broken during assembly process of the needle. Rationale we can ensure that the probability of finding this kind of defect is rare issue and any recurrence is really unlikely in our products since review syringe.

Event description:
It was reported that before use of the bd¿ 20 ml syringe with needle, a nurse found green foreign matter in needle hub when opening the unit package. No serious injury or medical intervention was reported.